Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and new lead was implanted. The patient was in stable condition and no patient consequences were reported.

Manufacturer narrative:
Product is not being returned